Event description:
The baxter service technician reported a colleague pump with an intermittent stop key on channel b which occurred during servicing of the device. No patient injury or medical intervention was reported. The software version of this device is currently unknown. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The device has been received by baxter for evaluation; however, the evaluation has not yet been completed. A follow up report will be submitted upon completion of the evaluation or should additional information become available.

Manufacturer narrative:
(B)(4). Device evaluation: this device was returned to baxter for evaluation. A visual inspection and functional tests were performed. Device evaluation confirmed the reported condition of an intermittent channel b stop key, and determined the root cause to be an intermittent channel b stop key. The channel b pump head module keypad was replaced to repair the reported condition. The user interface module master software version is (B)(4), which is classified as unremediated. A follow up report will be submitted if additional information becomes available.

Event description:
It was reported that patient underwent total knee arthroplasty on (B)(6) 2009. Subsequently, the patient began to experience pain and radiographs revealed tibial tray loosening. A revision procedure has not been reported to date.

Event description:
The customer reported an issue with their meter which suggests the memory overwrite malfunction has occurred. There was no report of death or serious injury.

Manufacturer narrative:
Complaint no: (B)(4). Additional information: baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4) .